Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device ran without user activation. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device ran without user activation. The user facility reported that there was no patient involvement, no delay, no medical intervention, and no adverse consequences.